Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated progesterone result generated on a unicel dxl 800 access immunoassay system for one patient. The customer re-ran the sample on a different instrument using different methodology and the result was within a normal clinical category. The initial erroneous result was reported outside the laboratory. There are no reports of any adverse patient consequences or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The field service engineer (fse) was not dispatched to the site to investigate the event. The instrument was not evaluated by a bci fse. Customer supplied quality control (qc) data indicates all three levels of progesterone qc were within the customer's established ranges prior to and after the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.